Event description:
It was reported to the manufacturer, by facility, per facility, the facility had three injuries (1 resident and 2 nurse) due to a bolt breaking in the cradle of the hoyer presence lift. Follow-up indicated that resident was being raised from bathing to be placed in a wheelchair when the cradle came loose from the lift boom. As resident was falling one of the two caregivers caught her. The resident was injured as well as one of the caregivers who caught her. Resident had a skin tear which was cleaned and dressed at the facility. The caregiver went to the local hospital, treated for a right shoulder contusion then released. She is back to work and on light duty. (B)(4) entered into system to retrieve the lift back for evaluation.

Manufacturer narrative:
(B)(4).